Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a leak at the hose connection for the pump. The technician identified that two of the sonic generators were damaged and not operating properly. The wires evidenced signs of charring. No burning smell or fire was reported by the user facility. The technician repaired the reported leak at the connection. The unit is being returned for further evaluation. The investigation of this event is currently in process. A follow up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported their caviwave ultrasonic console was leaking water. No report of injury.

Manufacturer narrative:
This device subject of the reported event is manufactured by a third party. The manufacturer evaluated the unit and concluded that the charred wiring was a result of terminal wires being improperly secured; the screws used to secure the wires to the terminal blocks were found to be loose. Arcing of the terminals when the unit was operating produced a large amp spike resulting in the melted terminal blocks and charred wires. During the manufacturer's evaluation the user facility received a loaner unit. The user facility declined to have the unit subject of the reported event repaired. The user facility purchased the loaner unit; no additional issues have been reported.